Event description:
The catheter was placed on 02/13/06 in left subclavian vein and was removed because there is a hole in the catheter.

Manufacturer narrative:
The complaint was confirmed and cause is unknown. A partial circumferential break was found in the clear tubing near the 22 cm depth marker. Under microscopic examination, the veneer of the break was jagged and granular. The break has sharp edges. Blood residue was found along the catheter lumen. The exact cause of the break is unknown.